Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported that on 4 occasions, the link assist has released the infusion set unintentionally. No adverse event alleged. A request was made for the return of the device.